Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit returned. There was no report of serious injury or harm. The device was returned to the third-party service centre, and third-party center mentioned that the unit works well and passes its functional test, but a detail was found that the coil overheats. There was no error has been identified.

Manufacturer narrative:
Box d - product UDI was missed to capture in initial report and updated in this report. Box g - date received by mfg was incorrectly captured in initial report and have been corrected in this report.